Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) simulator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The siox was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where a 311 was immediately presented. Localhost:8649 was used to check the siox node status, where they were seen to be running on its golden image. The siox was force programmed, where the issue was resolved. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the resident console powered on with error 311 prior to starting a procedure. A hard power cycle and reseating of the blue fiber cables were attempted without resolving the issue. The resident console was unplugged and removed from the room, allowing the system to power on normally as a single console configuration, and the procedure proceeded as planned. It was mentioned that there was a power loss earlier in the operating room.